Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2013: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2013: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with two ventral incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1) and ventralex mesh (device 2). Per operative notes, ¿the two hernias were noted. In periumbilical region, a medium size of ventralex mesh (device 1) was placed in the underneath surface of the fascia. In upper midline region, a large piece of ventralex mesh (device #2) was placed in the inferior portion of the fascia and sutured.¿ (B)(6) 2013 ¿ patient was diagnosed with stitch abscess thereby underwent debridement of abscess cavity and the stitch were removed. The edges of the mesh (device #1) were noted. (B)(6) 2013 ¿ patient had tract draining pus thereby underwent exploration of tract overlying a mesh (device #1). (B)(6) 2013 ¿ patient was diagnosed with infected mesh thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿the infected mesh was removed (device #1). The defect was closed.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (product catalog no., UDI no., corporate lot. No. Expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.